Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the fridge lock was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower refrigerator lock was failed. The field service engineer performed a t-shot and found that the latch had failed. Although it was cleaned and treated, the issue persisted. Further testing revealed that the micro switch had a broken contact. The micro switches and harness were replaced, and testing was resumed. No further mechanical or electrical issues were noted. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the fridge lock was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.